Event description:
It was reported that restenosis occurred. On (B)(6) 2022 a synergy ii des 3.00 x 32mm was used to treat saphenous vein grafts on the right coronary artery (svg-rca). On (B)(6) 2024, the patient was presented to the hospital with worsening symptoms of angina and were hospitalized for further evaluation and treatment. Coronary angiography revealed 90% in-stent restenosis at proximal svg-rca. On the same day, the proximal svg-rca was treated using laser atherectomy and an agent balloon. The patient was discharged from the hospital on the following day. On (B)(6) 2025 the patient was presented to the emergency department with symptoms of chest tightness where they were diagnosed with unstable angina. They were given clopidogrel and were hospitalized for further evaluation and treatment. On (B)(6) 2026, coronary angiography revealed 95% in-stent restenosis at proximal svg-rca. An agent balloon was used to treat the restenosis, and the patient was discharged from the hospital on the following day.

Event description:
It was reported that restenosis occurred. On (B)(6) 2022 a synergy ii des 3.00 x 32mm was used to treat saphenous vein grafts on the right coronary artery (svg-rca). On (B)(6) 2024, the patient was presented to the hospital with worsening symptoms of angina and were hospitalized for further evaluation and treatment. Coronary angiography revealed 90% in-stent restenosis at proximal svg-rca. On the same day, the proximal svg-rca was treated using laser atherectomy and an agent balloon. The patient was discharged from the hospital on the following day. On (B)(6) 2025 the patient was presented to the emergency department with symptoms of chest tightness where they were diagnosed with unstable angina. They were given clopidogrel and were hospitalized for further evaluation and treatment. On (B)(6) 2026, coronary angiography revealed 95% in-stent restenosis at proximal svg-rca. An agent balloon was used to treat the restenosis, and the patient was discharged from the hospital on the following day.

Manufacturer narrative:
Device evaluation by MFR: the device was not analyzed as it was not returned to the complaint investigation site. A review was not completed of the device history records (DHR) for the device. The DHR review cannot be performed as no batch number was reported and a ship history cannot be performed since the upn was not reported. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. It is noted that the events of restenosis and angina are listed as known adverse events associated with device use. Reported chest tightness/pressure most likely occurred as an effect of the patient condition at the time. The product record review confirmed that this is not a new failure type and the risk is anticipated. This investigation is assigned the conclusion code of known inherent risk of device.